Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 89 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was already sent a new battery cap. The customer found that the batteries were inserted wrong which caused an alarm after reinserting the battery correctly. The customer was informed that the pump is functioning as designed and tat the alarm was normal pump behavior. The customer was advised to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.